Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis.

Event description:
It was reported that unspecified bd¿ tube was used and their was hemolysis. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. (1 of 2) red/ black sst. It was reported that patients blood was hemolyzed. We have had a patient's blood hemolyze x 2. We put the blood in 2 different sst tubes; red/ black and yellow. The patient was an easy stick and the blood was clotted and spun down properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube was used and their was hemolysis. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. (1 of 2) red/ black sst it was reported that patients blood was hemolyzed. We have had a patient's blood hemolyze x 2. We put the blood in 2 different sst tubes; red/ black and yellow. The patient was an easy stick and the blood was clotted and spun down properly.